Event description:
It was reported that before use cs300 intra aortic balloon pump(iabp), had a autofill failure. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d10, e1(occupation), g3, g6, h2, h6 codes(investigation types, findings, conclusion, components, patient impact), h11. A getinge field service engineer (fse) replaced volume cylinder. Passed all functional and safety tests to factory specifications. Cleared for clinical use.

Manufacturer narrative:
Due character limit e1 event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump(iabp), had a autofill failure. There was no harm or injury reported.

Manufacturer narrative:
Updated fields- b4,d9,g3,g6,h2,h6(investigation findings,investigation conclusions), h11 the failure analysis and testing dept. Received part number 0202-00-0133 with a reported unit failure of the autofill. A getinge field service engineer (fse) replaced volume cylinde.passed all functional and safety tests to factory specifications.cleared for clinical use. The failure analysis and testing dept. Received part volume cylinder with a reported unit failure of the autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part rev w. Part fails to autofill. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.